Event description:
It was reported that this right atrial (ra) lead exhibited low out of range right atrial (ra) pacing impedance measurements of less than 200 ohms. The physician is aware of this reported observation and planning to address during upcoming generator changeout procedure. At this time, the ra lead remains in service. No adverse patient effects were reported.